Event description:
We are now experiencing issues with the monitors in certain rooms. Unlike what we previously discovered, these monitors had several dropped leads (actually all of the v leads). Additionally, the entire 12 lead disappears multiple times after just a few seconds. Manufacturer response for physiological monitor, ge (per site reporter). I want to provide you with an update as to our next steps in our effort to determine root cause and resolution to the delayed 12 lead acquisition. Our clinical development leader, engineering and gm patient monitoring would like to come to the hospital next week for additional observation and troubleshooting. Please let me know if this is acceptable for you and your team. I also want to apologize for the pace of our problem resolution. Please know that our entire commercial team is taking this seriously; however, to this point we don't have an understanding of why your team is experiencing this delay. Again, we will continue to work hard for a resolution. Thank you, and I look forward to hearing back from you with regard to our visit.